Event description:
It was reported that during an implant procedure, the analyzer would not measure sensing parameters from either channel, impedance measured 250 - 350 ohms in both, and pacing occurred at 5v but not at 3v. The egm also appeared to have 60 cycle noise. The cables were changed and lead integrity checked. Changing the analyzer resolved the problems. There were no cable issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the initial report could not be confirmed, no anomalies were found during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.